Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm or impact. Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. Due to the lack of additional information, it is unknown if any parts or repair has been conducted. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
It was reported to philips by a customer that the unit had an oxygen leak. Further information regarding patient intervention or actions taken is currently pending additional correspondence with the institutional clinicians. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated the unit gave an internal o2 alarm while operating and he could hear o2 leak inside the unit. The customer was able to verify that oxygen regulator was leaking from the ports, verified it was original old style o2 regulator and should be replaced with newer style regulator. The rse provided replacement part # and price.